Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had change in therapy effect and had an increase in his normal pain for a week or so prior to the date of this event. The patient went to ¿a number of emergency rooms¿ for help but claimed they wouldn¿t help him because he had a pump. A dye study was performed the day of this report but the results were not clear. The reporter noted that ¿about 20 ml of contrast were injected and it covered about four vertebral spaces.¿ the healthcare professional (hcp) was having trouble accessing the cap (catheter access port) and stated some dye went around the pump as well. The reporter noted that the catheter tip ¿appeared to move when they were injecting the contrast like there was a restriction in it prior to the catheter tip.¿ there had been no reported volume discrepancies. At the time of this report, the managing and dye study healthcare professionals (hcp) were discussing next steps. The pump was used to infuse clonidine and bupivacaine. No intervention or outcome was reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information indicated that about 3 months ago the patient had an MRI that diagnosed a granuloma. The hcp has been 'weaning the pump' ever since and planning to explant the entire system in 2-3 weeks. The device system was used to deliver fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).